Event description:
Patient reported waking up on (B)(6) 2011 at 8:30 am to find her insulin cartridge leaking insulin. Patient stated she did a full set change and tested her blood glucose level with a reading of 17.0 mmol/l (306 mg/dl). Patient reported on the same day at 6:45 pm she went into ketoacidosis and the ambulance was called. Patient stated she was admitted to the hospital at 7 pm and tested her blood glucose on the hospital meter with a reading of 17.9 mmol/l (322 mg/dl). Patient reported at the same time using the same meter she did a ketone test and received a reading of 5.4. Patient stated the hospital disconnected her infusion device and put her on an infusion drip that same night. Patient reported she stayed overnight in the hospital and the next morning on (B)(6) 2011 she did a full set change and tested on the hospital meter with a reading of 15.0 mmol/l (270 mg/dl). Patient stated at 12 pm she did another blood glucose test and got a reading of around 20.0 mmol/l (360 mg/dl) and a ketone result of 0.3. Patient reported she is now in stable condition and her blood glucose levels went down (results unknown). Patient stated she was hospitalized for 5 days. Patient stated she is not sure if the problem was the infusion device or the infusion set. Patient reported she no longer has the alleged infusion sets. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.